Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -12.50/1.5/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was reported as unknown.